Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine check-up. Upon review, one inappropriate auto mode switch (ams) episode due to an atrial lead noise was observed. The noise could not be reproduced with isometrics and sources of emi were ruled out. The p waves were measured and determined to be within a normal range. Programming changes were made. The patient had a similar episode previously in 2018, and the issue was not addressed at the time as it was only one episode. The patient remained stable and will continue to be monitored with regular in-clinic follow-ups.